Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had seven months remaining battery longevity and reached explant a couple of months later. The health care professional (hcp) noted that the device was depleting too rapidly. Boston scientific technical services (ts) discussed bringing the patient in to turn off beeping on explant feature. Ts also submitted device data for analysis. As of this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had seven months remaining battery longevity and reached explant a couple of months later. The health care professional (hcp) noted that the device was depleting too rapidly. Boston scientific technical services (ts) discussed bringing the patient in to turn off beeping on explant feature. Ts also submitted device data for analysis. The device was explanted and was returned to the laboratory for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.